Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: difficult to remove, broken locator wing. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was met and the device could not be removed. A dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tube set enabling them to be retracted proximally, the safety release was activated, which released the device from the tissue tract. When the device was removed, a locator wing was broken. The clip from the starclose se device achieved hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.